Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 510 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated that their insulin pump required them to check the settings after going through the reservoir. The alarm occurred after the first rewind. The customer was able to clear the alarm and was advised to monitor the insulin pump for future issues. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.